Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the patient use, the autopulse platform displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. No additional information was provided. Patient's status is unknown. The platform was tested after the event and the reported error was cleared by the clinical engineer.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was not confirmed during functional testing; however, was confirmed during archive data review. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The root cause for the user advisory (ua) 45 error message was due to the driveshaft not being at the home position which is likely attributed to user error. During visual inspection, there was no physical damage observed on the autopulse platform. However, unrelated to the reported complaint, found the encoder driveshaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is the characteristics of normal wear and tear. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The autopulse platform is a reusable device and was manufactured in december 2014 and is almost 6 years old, well beyond the expected service life of 5 years. During initial functional testing, the autopulse platform was tested with the normal size manikin (30:2 compressions) for 45 min & continuous compressions for 45 min and with the large manikin (lrtf) (30:2 compressions) for 45 min & continuous compressions for 30 min without any faults or errors. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. During the archive data review, multiple user advisory (ua) 45 error messages were observed, thus confirming the customer complaint. The error message was cleared by the user on the following day. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following service, the autopulse platform was subjected to final functional testing with the large resuscitation test fixture (lrtf) equivalent to 270 lbs. With good known test batteries until discharged without any fault or error.